Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead was positioned with low sensing values. The lead was then repositioned and required twenty rotations to retract the helix. The lead was extracted and the helix mechanism was retested. It was found to be difficult, with stops and starts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.